Manufacturer narrative:
Final product manufacture and qc record for cov2010031. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2010031 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kit. This is an out of box issue. When the customer performed the covid test, nothing appeared in the test window. The test window was blank, nothing next to the c-line or t-line. Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes. The customer cannot send a picture of the test cassette in question, the customer is 88 years old and does not have the capability.. I advised the customer that I need to forward this information and I will call her back with up-dates on the case.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kit. This is an out of box issue. When the customer performed the covid test, nothing appeared in the test window. The test window was blank, nothing next to the c-line or t-line. Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes. The customer cannot send a picture of the test cassette in question, the customer is 88 years old and does not have the capability. I advised the customer that I need to forward this information and I will call her back with up-dates on the case.

Manufacturer narrative:
Pending batch record review and testing of retention samples.